Event description:
The customer reported four false positive results with the ID now covid-19 assay for a patient performed between (B)(6) 2021. This MFR. Report addresses date (B)(6) 2021 and is 1 of 4. The customer reported a false positive result with the ID now covid-19 assay for a patient performed on (B)(6) 2021 on a nasopharyngeal swab. On the same day pcr confirmation testing was performed and generated negative results for each positive result. Customer confirmed patient was not symptomatic . The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay in for inpatient admission was required to perform an emergency surgery.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Ref MFR number: 1221359-2021-03829, 1221359-2021-03830, 1221359-2021-03831.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166095 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m166095 and test base part number 190-430 / lot m166095. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166095 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were deleted prior to export.